Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on april 7, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed a segment of severed cable jacketing. Additionally, the cable jacketing was easily pierced with a fingernail. The handpiece was primed and tuned successfully on a calibrated infiniti system. It was then run at 100% power for 5 minutes without error. Stroke testing was performed and both the torsional and longitudinal stroke lengths met specifications. Visual inspection of the handpiece revealed cable damage. However, this finding is unrelated to the reported event. Historically, cable degradation has been the result of use of harsh cleansers and/or detergents on the product. The direction for use (dfu) states that does not recommend the use of enzymatic cleaners, detergents, or disinfectant solutions. However, understanding that local jurisdictions may mandate their use, alcon has ensured that the materials of construction are compatible up to a ph of 11.3 when the enzymatic chemicals, detergents, or disinfectant solutions are completely rinsed/neutralized immediately after cleaning/processing. Through joint investigation with this site, this site reported using the detergent ¿salvanios¿ as part of their standard cleaning and sterilization process. Although this detergent is within the ph range specified by the dfu, detergents can be harsh and are not optimal for prolonged product life. There are many other variables intrinsic to cleansers, detergents, and enzymatics that can cause them to be degrading. If cleansers, detergents, or enzymatics are to be used, the user is advised to research and choose their detergents wisely following industry best practices to minimize early product degradation. The handpiece was found to functionally meet specifications. Therefore, the root cause of the reported ¿no phaco¿ cannot be determined conclusively. The handpiece was found to functionally meet specifications. Therefore, the root cause of the reported ¿no phaco¿ cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece had no ultrasound. Additional information has been requested.